Event description:
Baxter received a report stating that centrella blower hose shattered inside the pneumatic box while activating max inflate feature. The bed was located at the account and occurred during biomed testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Baxter is in the process of inspecting the centrella blower assembly. There was no allegation of patient or caregiver injury or death reported from this alleged incident. No further information is available on the repair of the bed at this time. The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Manufacturer narrative:
The baxter technician found the blower needed to be replaced. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the latch tabs on both sides of the interface connector assembly are fully connected to the pneumatic box. Pull on the interface connector assembly. If it is easy to remove, then the latch tabs are not fully connected. Look at the error log for previous inflate errors, and fix any inflate errors. Check the mcm tube for kinks, damage, and connections. Replace or connect the tube as necessary. Make sure the blower rotor operates correctly. Replace the blower as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the blower to resolve the reported event. Based on this information, no further action is required.